Event description:
Reportable based on analysis completed on 27feb2015. It was reported that during an ablation treatment procedure, the temperature sensor was not working. The target lesion was located in the right atrium. This intellatip mifi xp ablation catheter was selected. However during the procedure it was noted that the temperature sensor was not working. The temperature read between 37 to 62 degrees in the body before ablation. No patient complications were reported. However; device analysis revealed a broken adhesive ring.

Manufacturer narrative:
(B)(4). Examination of the returned complaint device revealed that there was a kink at the distal section while in the neutral position at 14mm form the tip. In addition the device has a broken adhesive and fluids residues under the adhesive at ring#2. Rf ablation test was performed and the device was found within specification. During the electrical test the handle was dissembled to verify the thermistor and tip wires condition, and no evidence of an electrical short were found in this section. The distal section was dissected at 21cm from the tip and it was determined that the short is between the dissected area and the tip. The distal section was dissected approximately at 4.5cm from the tip. The short disappeared on this section; wires were inspected finding no evidence of the short. However, the cables have evidence of fluids on them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).